Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String fell out tampon [device breakage]. Had to manually remove tampon [complication of device removal]. Case narrative: consumer reported via email that the string fell out while the tampon was inserted and required manual removal. No injury was reported.